Manufacturer narrative:
The reported complaint of a device reset was not confirmed. In fact, a device reset was confirmed to not have occurred. Instead, the aveir programmer software detected invalid programmed parameters during initial in-clinic interrogation, and as a precaution, automatically pushed the device into a known safe parameter set (which happens to be the evvi/reset set). This response to potential invalid parameters is per design.

Event description:
It was reported that the patient's leadless pacemaker went into backup mode. The device was successfully restored and working within normal limits. The patient was stable.